Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/08/2016. Retain product was tested and the customer complaint was not confirmed. Return product was not available. Investigation: seventy-seven retained cartridges from the lot were tested using whole blood, I-stat level 1 control, I-stat level 2 control and tricontrol level 1 control. Testing met the acceptance criteria found in q04.01.003 rev. Y, appendix 1 - product complaint level 2 and level 3 investigation procedure. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient with diagnosis of altered mental status and stroke. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).